Event description:
Info received indicated the foot end casters rotate to the side when the brake is set and the bed is pushed.

Manufacturer narrative:
The foot end brake casters were replaced which resolved this issue.